Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not received. However, one unused device of the same lot as the reported device was received for evaluation. Visual inspection, clear passage testing, and pressure testing were performed, and the reported condition was not confirmed. No defect was observed and test results were satisfactory. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood set was observed to have had the tubing separate from the spike. This event occurred after the blood bag was spiked. There was no patient involvement, as this event was observed prior to patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.